Event description:
It was reported that when the battery was removed, the external pulse generator (epg) "shut down immediately." The patient experienced a drop in blood pressure. The epg was turned back on and set to the appropriate settings and the patient's rhythm was recaptured and blood pressure increased. The epg use was discontinued. The epg was sent to be tested. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the external pulse generator (epg) was tested. Analysis could not reproduce the complaint. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).